Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 29 mg/dl rushed to emergency medical service. The customer was treated by drip. Troubleshooting was done for low blood glucose and over delivery. The insulin pump will not be returned for analysis.